Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 5076, implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead tripped an alert for high superior vena cava (svc) impedance. The lead was capped and was replaced with a new lead. No patient complications have been reported as the result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.